Manufacturer narrative:
The device was not returned for evaluation. A device history review (DHR) did not reveal any manufacturing related issues that could have contributed to this complaint. A lot history review revealed no other similar complaints under the relevant work order for delivery system ¿ difficulty with valve alignment. A review of the complaint history reveals that the occurrence rates do not exceed the (B)(4) 2016 control limits for the trend category, ¿valve alignment difficulties.¿ no labeling or instruction for use (IFU) or training inadequacies were identified. During manufacturing the commander delivery system underwent 100% inspection by both manufacturing and quality. Furthermore, this manufacturing lot underwent product verification testing on a sampling plan which includes visual inspection, balloon push out force, and fine adjust verification. All samples passed the acceptance criteria for the test. The inspections and testing stated above support that it is unlikely a manufacturing non-conformance was the source of the complaint. Per the cer, ¿during valve alignment, the valve went past the markers.¿ training manual instructs the users not to position the thv past the distal valve alignment marker since this will prevent proper thv deployment. The training manual suggests to slowly rotate the fine adjustment wheel towards the user to center the thv exactly between the valve alignment markers with no gap or overlap. Patient anatomical information was not provided for this case. Patient factors such as tortuosity could have negatively impacted the delivery system during the valve alignment. A definitive root cause is unable to be determined at this time. Due to the device and/or applicable imagery (related to the reported event) not being returned for evaluation, the complaint of ¿delivery system ¿ difficulty with valve alignment¿ was unable to be confirmed. Additionally, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported event. Review of complaint history reveals that the occurrence rate for trend category of complaint code ¿difficulty with valve alignment¿ for the commander delivery system did not exceed the (B)(4) 2016 control limits. No corrective / preventative actions are required at this time.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported, sapien 3 valve implantation by tf approach in aortic position. During valve alignment, the valve went ¿past the markers¿. A guide catheter was being used to protect the left main artery and visibility was not good. The valve was then deployed in the descending thoracic aorta. Multiple dilations were performed to expand the valve. A second valve was successfully deployed in the aortic position. There was no reported device malfunctions or issues with the device.